Manufacturer narrative:
Date rec¿d by MFR: 20sep2019. Date of report: 23sep2019. After numerous attempts by the support service for further troubleshooting and to obtain information on the repair of this device, this complaint is being closed. If further information is obtained, this complaint will be re-opened. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date receive by MFR: 19sep2019. Date of report: 20sep2019. The support service performed troubleshooting and confirmed that the accuracy test was not passing. The support service advised the customer to retest the unit using revision k of the device manual and provided the customer the manual.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 09april2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
Customer contacted technical support (ts) stating that unit failed flow accuracy testing. The customer reported there was no patient involvement. Event date not specified, estimate used.